Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gap in adhesive area between server plug in and distal end, chip in adhesive around light guide lens, chip in adhesive around objective lens and corrosion at the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device , the investigation indicates that gap in adhesive area between server plug in and distal end, chip in adhesive around light guide lens, chip in adhesive around objective lens and corrosion at the universal cord was found. There was no patient involvement.